Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, the pacemaker exhibited no radiofrequency (rf) telemetry and slow inductive telemetry. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to interrogate through rf telemetry was not confirmed. The device was received from the field with battery voltage above elective replacement level. Electrical test, mechanical analysis, and visual inspection were normal with no anomalies found. Rf telemetry evaluation found the device communicated with the programmer without anomaly.